Event description:
The facility reported an infusion pump, which shut down during patient infusion. Levophed was being infused but the concentration, and prescribed dosage were unknown. The hospital representative stated "the patient was being transported from radiology back to the unit while the pump was unplugged and on battery power. The pump started to "beep low battery and then shut off. The patient's bp dropped, but recovered after the pump was plugged back in. The pump was taken off the patient. There was a miscommunication where the pump was not labeled and was put back into service. Facility biomed is still in the process of locating the pump by checking event histories on them." Although requested, no additional information was provided regarding patient's demographics, medication involved, or device programming. The risk manager of the facility had been contacted and did not have any additional information than provided.